Event description:
A malfunction alarm identified as malf 9 was reported by the customer, who communicates via an asl interpreter. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer service assisted the caller with information to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.